Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the pump had emitted an unspecified alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: a review of the black box data showed one replace battery alarm on the date of the reported issue. No alarms were emitted during testing. The complaint could not be fully investigated due to an unrelated power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.